Event description:
While taking biopsies in the colon it was noted on screen that a prong of the biopsy forcep was missing. Bx forcep was withdrawn. No missing piece visualized in the colon. Area checked (bedding, floor, trash). Missing piece found on floor. Needle portion not retrieved. Physician aware.